Manufacturer narrative:
Insulin pump was unable to prime during the prime/delivery test due to faulty forced sensor resistor. Unexpected restart alarm was received after battery change due to component on interface board broken solder joint. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Pump passed self-test, displacement test and operating currents test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
Customer reported via phone call that insulin pump was turning off intermittently and running self-test without prompt. Customer reported that time and date on report was incorrect as it was showing a date of april 2007, which was corrected. Insulin pump also received a battery out limit alarm after new battery change and pump was cracked. Customer's blood glucose was 120 mg/dl and states that blood glucose had been low in the early morning. Customer's blood glucose was 30 mg/dl and 45 mg/dl.